Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with elevated impedance and threshold on the right ventricular lead. On (B)(6) 2018, the patient was brought in to the hospital for a lead revision procedure. Upon opening the pocket, it was noted that the lead helix was partially retracted, lead slack was gone, and the suture sleeve was torn away along with the sutures. The physician observed and identified the cause as twiddler's syndrome. The lead was capped and replaced and the pacemaker was upgraded to a bi-v device. The patient was in stable condition post procedure.